Manufacturer narrative:
Device evaluation: visual inspection revealed the plate is jammed in the cage and has gouge marks around the extraction hole. No other damage was noted on the plate. Potential cause root cause was unable to be determined. This event could possibly be attributed to the plate being misaligned. DHR review per DHR review, the parts were likely conforming when they left zimvie control. Device use these devices are used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that during surgery, a plate became misaligned during installation. The plate was removed and replaced with another plate to complete the procedure. There was a delay over 30 minutes in length, but there we no patient impacts reported. Device evaluation by the manufacturer found that the plate was jammed inside its mating cage.